Event description:
It was reported that the patient went to the clinic regarding the device feeling hot approximately 3 times a day. The physician reported that the device "appeared to feel warmer" on the other side of the patient's chest. The physician requested that manufacturer's representative to be present at the next patient's office visit. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).